Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an u9000 ultrafilter was leaking from an unspecified location. The leak was observed while priming the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.